Manufacturer narrative:
A bci service replaced the waste collector.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a broken waste collector and a leak from the hydro when running the instrument. No injury was reported.